Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem of "motor damage" was confirmed. The unit was frozen and would not rotate. The unit exhibited damage that was consistent with immersion in water, including dried detergent residue on internal components. This condition is indicative of improper cleaning of the device. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had motor damage. It is known that the device was being used during a neuro procedure. It is known that there were no patient or user injuries. It is also known that no medical intervention occurred; however, it is unknown if there was any surgical delay related to the event. No additional information available.